Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 23mar2020.

Event description:
The customer reported the blower overheating. The device was not being used for treatment when the reported event occurred and there was no patient involvement.

Manufacturer narrative:
G4: 01apr2020. B4: 03apr2020. The customer reported that the filters were very dirty. The customer replaced the filters and the reported problem was resolved. The ventilator was calibrated successfully and passed all required testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.